Manufacturer narrative:
A visual inspection of the device was performed and revealed that part of the exposed ceramic insulation tip broken off from the distal end. The broken ceramic insulation tip was not returned along for evaluation. Approximately 5mm x 4mm of the ceramic tip is broken off and missing. Minor were noted on the shaft. Mechanical testing noted the passage and locking mechanism tested normal and smooth with no irregularities.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. However, the most likely cause of the reported ceramic tip breakage could be attributed to the operator's technique. The instruction manual states to visually inspect the sheath¿s ceramic insulation at the distal end before each use. Do not use the instrument in case of damage (e. G. Cracks, fractures). Impact, fall, shock, or similar stress can result in damages of the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged. If additional information becomes available or if the device is returned for evaluation, this report will be updated accordingly.

Event description:
Olympus was informed that after an unspecified resection procedure, the resection set was disassembled and a large portion of the ceramic insulation at the distal tip was observed to be broken off and missing. The procedure room was checked for the missing ceramic insulation piece but with no results. The patient remained under general anesthesia. A new set up and pyelogram was brought into the room to have the patient re-examined for the device fragment but with no results. The patient was cleared by the physician and anesthesiologist for post anesthesia recovery room (parr). No patient injury was reported